Event description:
Customer reports that the galileo typed a cord blood specimen as b. The customer manually typed the sample as a2b using the same reagents as used on the galileo.

Manufacturer narrative:
Customer returned cord blood sample for investigation. Samples of known abo types and the returned cord blood sample were tested on an in-house galileo instrument using retention samples of the test plate and anti-a and anti-b reagents used by the customer for testing. The known abo samples typed as expected, the cord blood sample typed as b, rh positivie. Manual tube testing of the cord blood sample exhibited strong (4+) reactivity with anti-b and weak (1+) reactivity with anti-a. Retrieved data files of the sample testing from the customer's instrument. The sample did show weak reactivity in the test well containing anti-a, but the result was below the cutoff value for a positive interpretation: result 22.4 and the cutoff for positive is 33 or greater. This limitation of the instrument is stated in the operators manual, "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology. " the customer's complaint appears to be related to the nature of the sample.